Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# j0542959v, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-jul-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient stated that no one has managed her device in years. It has been shut off for a couple years. She shut it off after her second child. Patient stated that one lead doesn't work fully and they had to change her to another program. Rep told the caller to follow up with doctor to see if any part of last system was left behind. If can't get a hold of them they could do an x-ray to see if anything was left behind. Patient needs to turn stimulation off prior to MRI. There was no symptom reported.